Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer that the PICC hub had a leaking/fracture. The patient had to have another procedure to replace the fractured PICC lines. Lot numbers are not available. No other information was provided and no patient harm reported.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed and was determined to be use-related. One 3 fr s/l powerpicc sv was returned for evaluation. An initial visual observation of the returned catheter showed blood use residues throughout the returned device. A circumferentially aligned split was observed just distal of the molded suture wings. The catheter was terminated at the 0 cm depth marker. A microscopic observation of the split revealed the split to have two holes with a section of the catheter remaining between the two splits. The fracture surface appeared granular with rounded fracture edges. Whitening of the catheter material was observed along the corners of the split. The observed evidence of kinking in the catheter tubing suggests the damage may have been caused by material fatigue; however, additional factors such as compressional and/or torsional forces may have also contributed to the observed damage. This complaint will be recorded for future trending and monitoring purposes.